Event description:
It was reported that this ambicor penile prosthesis (app) was not working properly; therefore, a surgical procedure was performed to remove the app and implant a new spectra penile prosthesis (spp). No patient complications were reported.